Event description:
This report is the fourth of four related to the event. Refer to MFR reports #3005099803-2008-01262, 3005099803-2008-01263, and #3005099803-2008-01264 for details related to the other three events. According to the complainant, "during the procedure three of the clips deployed successfully, but the... Physician had to jingle the catheter to release the clips... Another clip was pulled off and did not deploy correctly." The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.